Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on all of the button keypad contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was torn at the contrast key and peeling. All of the keypad buttons were intermittently unresponsive due to contamination under keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).